Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was performed when the issue happened, and procedure was completed by using the wired footswitch. The philips field service engineer (fse) inspected the system onsite but unable to replicate. Upon troubleshooting fse suspected a potential issue with the wireless signal transmission and reception. The cause of the wireless footswitch failure could not be determined by the supplier's part analysis. To resolve the issue, fse replaced wireless footswitch. After replacing the wireless footswitch, system returned to good working condition. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue is resolved by using the wired footswitch. The device has no issue, procedure was completed as planned. This event would not be reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless footswitch did not trigger x-rays when pressed. There was no reported patient or user harm. Philips has started an investigation of this complaint.